Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up when they went to perform a 12 lead on a patient. There was no reported adverse patient impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete. See scanned page.

Event description:
The customer reported that the device failed to power up when they went to perform a 12 lead on a patient. There was no reported adverse patient impact.